Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope is scratched and could not see through it. A visual inspection was performed and showed the scope to have deep distal tip damage and a bent needle. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that the scope is scratched, could not see through it. There was a backup device available to complete the procedure with no delay. No patient injuries reported.